Manufacturer narrative:
Correction: g2.

Event description:
It was reported, a patient's right ventricular (rv) lead presented with high pacing impedance. High capture thresholds and low sensing, due to dislodgement. Confirmed, via x-ray. A possible lead fracture was also suspected. The rv lead was explanted in a procedure on (B)(6) 2024. There were no patient symptoms.